Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 90% to 100% while not connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy.